Event description:
It was reported that (2) tsb45 were used during a laparoscopic gastric bypass procedure. It was reported that the surgeon fired stapler over stomach three times and staple line did not maintain patency. Opened a new stapler and fired across small bowel and it also did not maintain patency (staple line). The surgeon converted case to open and oversewed the staple lines.